Event description:
During the procedure, the catheter could not be removed from the femoral vein. While moving the catheter up the femoral vein, the catheter became twisted in the vein. The catheter could not be removed an incision was made in the femoral vein to remove the catheter. There were no consequences to the patient.

Manufacturer narrative:
The reported withdrawal difficulty was confirmed. Visual inspection revealed kinks in the shaft of the catheter. The catheter was not able to be fully inserted and withdrawn through the entire length of an 8.5f sheath from inventory due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty remains unknown.

Event description:
During the procedure to treat an atypical flutter, the catheter could not be removed from the femoral vein.